Event description:
It was reported that the pump dispensed insulin from the cartridge during the load step.

Manufacturer narrative:
There was no reported pt impact associated with this complaint. The pump was returned to animas. Eval revealed a misaligned display screen and dislodged force sensor pins. Review of the pump history revealed several loss of prime warnings associated with zero force and a "no cartridge detected" warning. The ezprime operation was performed during eval and the pump did not recognize the cartridge. The pump dispensed fluid from the cartridge and displayed a "no cartridge detected" warning.